Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason the 32mm annuloplasty ring, implanted in the tricuspid position was not used was due to tricuspid regurgitation and a diseased valve. No other devices were implanted in its place, the native valve was repaired with two imbricated sutures at the commissures of the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 32mm annuloplasty ring, implanted in the tricuspid position was implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.